Event description:
New information received notes that just before routine device change-out for eri, further episodes of noise resulted in aborted therapies. The lead was capped and replaced with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two episodes of noise were noted on both near field and far field electrograms. The device began to charge, but therapy was aborted in both cases. The noise could not be reproduced with isometrics. There was no prior history of noise and an x-ray done the previous year showed no abnormalities. There were no reported patient symptoms. No further information is available at this time.